Event description:
The customer reported via phone call indicating that the insulin pump alarm no delivery during bolus. Customer's blood glucose was 7.3 mmol/l. The customer wa unable to perform further troubleshooting at time of call. Cusmoter was advised to monitor blood glucose and change set at earliest coveniest. The customer was advised to call back if any issues occurrs.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.